Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was monitored for several days and no blank display anomaly was noted. No damage was found on the lcd isolation tape. The pump had a cracked case at the display window corners, cracked battery tube threads, a stripped battery cap coin slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display when trying to change battery. Customer reported that battery compartment was stripped where battery cap screwed in and battery cap could not open. Customer's blood glucose was 390 mg/dl and treated with manual injection. Customer was advised that insulin pump would need to be replaced due to damage.